Event description:
On thursday (B)(6) 2011, I'm standing at my front door and received a very powerful electric, it knocked me off my feet onto the ground. Fifteen seconds later, I received the second jolt!!! Fortunately an emt was right behind me. He took me to (B)(6) hosp. For an overnight stay - the (former) said that its not to be that powerful, and why didn't the st jude company tell me about the shock. Just reduce the intensity of the shock I'm scared to drive, and what if I was holding an infant baby? You know the answer to that one?